Event description:
Patient was revised to address tibial loosening. Loosening occurred at the cement/implant interface. Cement was manufactured by depuy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records found the patient is obese and it is known the obesity causes severe loading on the effected extremity significantly increasing the wear and likelihood of early failure including loosening. There is no documentation present in the operative report regarding how the bone cement was mixed and applied. It is not known to what extent, if any, how the patient¿s obesity or the mixing and application of the cement may have contributed to the patient problems being reported. From a medical perspective, based on the information available, it is not possible to determine if the complaint is device related. The complaint database search finds no additional related reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided and lack of device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address pain and signs of tibial tray subsidence. Upon revision minimal synovitis was found in the knee joint along with pitting of the medial side of the tibial polyethylene component. At this time the patient's insert is being added to the complaint and reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.